Event description:
It was reported that the device was used during a laparoscopic colostomy takedown. After insertion, the disc broke. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 3/20/2007. Info anticipated, but unavailable at this time.